Manufacturer narrative:
Date of event not provided by the complainant. Product name unknown; product unspecified. Product common name unknown; product unspecified; product code - pag / pai. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Implant date not provided by the complainant. Concomitant medical products: bard uretex to trans-obturator urethral support system on (B)(6) 2007 or (B)(6) 2014. The 510(k) unknown; product unspecified. Product manufacture date unknown; lot number unknown. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified surgisis product¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with a bard uretex to trans-obturator urethral support system and an unspecified surgisis product. The complainant noted implant dates of (B)(6) 2007 and (B)(6) 2014, but did not specify which product was implanted on which date. The surgeries took place at (B)(6) and were performed by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.